Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect that required treatment. It was reported that this was a mitraclip procedure to treat grade 3 to 4 functional mitral regurgitation (mr). One mitraclip was successfully implanted reducing mr to grade 1. After the steerable guide catheter was removed, an intra-atrial, bidirectional shunt was observed. The atrial septal defect (asd) was closed with an asd closure device. No additional information was provided.